Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer's mother stated that customer was lying outside in the sun and soon after her pump began alarming. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratched display window and missing the end cap sticker.